Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in clinic for follow-up. The implantable cardioverter defibrillator was in backup operation. The patient had experienced palpitations and their intrinsic rhythm was faster than 67.5bpm. The device was restored successfully. The patient would continue to be monitored with regular follow-up.